Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, the doctor tried to fire the device; however, the device malfunctioned and was not easy to release. The device did not fire. They opened a new stapler and reload to complete the case. There was no patient injury.